Event description:
It was reported that the patient fell on the day of the report and felt ¿zapping¿. Additionally, the patient experienced pain. The system had been turned off until it could be checked the following week. No further information was provided. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received which reported that there were no impedance issues. The fall and increased pain were reportedly not device related. Reprograming was done and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).